Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of connection which led to a failure to display alarms for a particular bed group. The device was in use monitoring patients. No adverse event was reported.